Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Reporter states customer tested 4.0 inr on the coaguchek xs system while a professional coaguchek xs system returned as 2.8 inr. No treatment required. No adverse event reported. Requested return of suspect system and replacement was sent.